Event description:
It was reported that a pt underwent a pelvic floor repair procedure one year ago. The pt developed an undefined complication and underwent removal of some of the mesh and was given antibiotics. The event is ongoing. Additional information has been requested.

Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.